Manufacturer narrative:
Device history review, complaint history review, risk assessment. The x-rays provided by the sales rep were reviewed by stryker r&d department. Based on orientation/quality of the images, the level of height reduction cannot be confirmed. Additional ap x-rays were requested from the sales rep however they were not received. The cage remains implanted. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Failure of the implant could not be confirmed conclusively therefore a plausible root cause could not be identified.

Event description:
It was reported that; the cage collapsed.

Event description:
It was reported that; the cage collapsed.